Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The blood glucose level of the customer was 39 mg/dl at the time of the incident and the current blood glucose was 343 mg/dl. Low blood glucose of the customer was treated by with bolus and carbs. The customer was assisted with the troubleshooting for the low blood glucose. According to the report the customer did not allege the pump for under delivery. The insulin pump will not be returned for the analysis.